Event description:
It was reported that the user's blood glucose rose above 400 mg/dl after being disconnected from the ilet and using external insulin injections, with a missed mealtime injection; the caregiver then reconnected the user to the ilet, after which glucose levels trended down, with no device alerts or alarms reported and no need to revert to alternative therapy. Symptoms included hyperglycemia. Outcomes included no noted health consequences or impact. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed no device problem found, while a usage problem was identified consistent with not reverting to alternative therapy, and no specific device component was applicable. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error contributed to the event.